Event description:
It was reported that a female patient underwent unspecified breast surgery with 500cc mentor smooth round high profile on both sides and experienced headaches, and noticed size may be decreasing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s side implanted with serial number (B)(4).

Manufacturer narrative:
FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and a non-conformance was identified related to device malfunction. This non-conformance will be addressed through mentor¿s quality system. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2022, mentor became aware of patient's demographics and that patient experienced deflation. Side of deflation was not provided. Follow-ups are in progress. Supplemental report will be submitted upon receipt of any information. This supplemental medwatch report is for the patient¿s side implanted with serial number (B)(6). Manufacturer¿s reference number: (B)(4).